Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not able to see any portion of the sensor wire. Patient noticed that the sensor wire was not attached to the pod. Patient does not believe that the sensor wire was left in the skin. No additional event or patient information is available.